Event description:
The customer reported the following: a female chemotherapy pt undergoing a CT scan of the thorax suffered an extravasation to the back of the hand of approximately 50-60mls of contrast and saline mixture. The pt experienced pain during the injection; subsequently, the injection was aborted. Swelling was noted on the dorsal surface of the patient's hand, which was followed by parasthesia. A heparin ointment bandage followed by surgical intervention was required to decompress the swollen affected area.

Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4), was completed on 05/26/2015, which confirmed that the injector was operating within bayer specifications. The customer did not retain the disposables that were in use during the reported incident; therefore they are not available for eval. The customer was unable to provide the lot number of the disposables that were in use; therefore, we are unable to test any retained samples. Additional applications training was offered; however, the site declined. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event additional info is obtained, a follow-up report will be submitted.